Manufacturer narrative:
H10: e1- (B)(6) hospital, china. No. 8, (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the buttons were not working. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the buttons were not working. The customer also reported the unit turned on by itself. The investigation is ongoing.